Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e228 (scope error) occurs. The most probable cause of the complaint is cause traced to component failure. The most probable cause of the additional failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had error e228 was displayed, foreign objects was observed in the light guide (lg) lens. There were no reports of patient involvement.